Event description:
It was reported that during a pci procedure, the rotawire extra support guide wire fractured. The lesion being treated was located in the 75% stenotic and calcified left anterior descending (lad) coronary artery. The guide wire kinked and subsequently broke outside of the pt. During introduction into a 1.5 rotalink burr. The procedure was completed with another guide wire. No pt injuries or complications were reported. Pt status is listed as "good".